Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d11 h6: reviewing attached picture, the complaint description can be confirmed that the threaded part of these tpal-instruments are damaged. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: unknown matrix screws (part# unknown, lot# unknown, quantity# unknown) unknown cage/spacers: t-pal (part# unknown, lot# unknown, quantity# 1)

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a transforaminal lumbar interbody fusion (tlif) procedure with matrix screws and transforaminal posterior atraumatic lumbar (tpal) cage, both inserters failed to engage with the shaft of the trials making it difficult for them to straighten and stiffen the trials. The applicator knob came off from the inserter when attempting to tighten the trial. The procedure was completed by exchanging the knobs of the applicators. There was a surgical delay greater than fifteen (15) minutes. There is no further information available. Concomitant devices reported: unknown matrix screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) t-pal spacer applicator knob. This is report 4 of 6 for (B)(4).